Event description:
It was reported per call report that intra-aortic balloon (iab) was placed in 2009 during coronary artery bypass graft surgery (CABG), 99% left main, pvd. Perfusionist called clinical support specialist (css) stating that he had blood in tubing, but there had been no gas loss alarms. Perfusionist described blood as brown flakes with clear condensation in line. He could not get in contact with surgeon for orders to stop iab pump & wondered what he should do. Css explained there was a perforation in iab & that iab needed to be pulled. The fact that there was not a gas loss alarm showed that as of now, no helium had leaked into patient arterial system, but it could happen at any time. They needed to stop pumping, clamp iab/dc from pump & pull within 30 minutes. Perfusionist said he did not have orders from surgeon saying to stop iab & wanted to know if going to 1:2 would help. Css explained & compared this to using a drug that was now hurting pt; you would dc drug to not cause pt harm. Perfusionist understood & call ended. At 14:50 hours sales representative phoned css & asked css to call perfusionist back; nursing staff was refusing to stop pump. Css called perfusionist back & he asked for help in guiding nursing staff. Css told him he could look in instructions for use (in any box) & find information. Along with that, it was in operator's manual & books we instruct from. Css contacted field service technician about potential problem with pump. Perfusionist called css back at 13:53hrs to say he had spoken with surgeon. Surgeon's orders were to keep pumping until he arrived to evaluate situation. Css again reinforced complication that could happen to pt & pump with continuing. Discussed options for replacing iab using opposite groin or upsizing sheath. Due to pt's pvd, perfusionist felt best option was to use opposite groin. Perfusionist understood & related that lead nurse in ICU had contacted administration about this problem & everyone was aware. At 20:16 css received another call from perfusionist. Surgeon had come & decided to pull iab; however, there was a clot in iab & femoral artery was torn with removal. Pt was now on the way to surgery for a femoral artery repair. As of four days later at 13:15 est, css had not heard from perfusionist again & closed case.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.